Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: asku.

Event description:
The customer received questionable elecsys ft3 iii assay results for one patient sample. Sample from the patient was submitted for investigation and was tested on an analytical e module analyzer (e170) and a cobas e411 analyzer. These results were comparable to the repeat results by the customer. Refer to the attachment to the medwatch for all patient data. The initial results were automatically reported out. The patient was not adversely affected. The reagent lot number and expiration date were requested, but were not provided. Further investigation could not determine a specific root cause. Additional information for further investigation was requested but was not provided. From the information provided, a general reagent issue was not likely. It was determined, the first result of 5.90 pg/ml generated by the customer was most likely an erroneous, non-reproducible, false-positive result. For competitive assays such as ft3, possible root causes include sample specific issues such as incorrect preparation of sample leading to temporary clot/fibrin filaments and reagent specific issues such as bubbles/foam on the reagent surface or possibly old pinch tubes.